Event description:
The company was informed that the pt was a non-user of his cochlear device. The pt's parents requested explant of the device. The pt is autistic, non-verbal, and unable to clarify the signs of discomfort when external equipment is attached. There are no plans to reimplant this pt.